Event description:
A nurse reported receiving a system message prior to the start of a procedure. The pt had received a peribulbar block prior to the event. There was a 15 minute delay while troubleshooting the system. The case was completed using a second system. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).